Manufacturer narrative:
H6: investigation summary customer reported 15 false positives on drawer d on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)) . A dispatched bd field service engineer (fse) found worn couplings. So replaced the worn blower motor couplings and installed shorting boards. The instrument had no issues and the system was released to customer as fully operational and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for results issue . Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause was due to worn blower motor couplings .bd quality will continue to closely monitor for trends associated with this failure. A CAPA 2660061 has been initiated to define corrective action. H3 other text : see h10.

Event description:
It was reported that while using instrument bottom bactec fx packaged 15 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.   The following information was provided by the initial reporter: " customer problem: customer reports 15 false positives since this weekend from drawer d. Steps taken with customer/troubleshooting: customer has had 15 false positives since this weekend, 5 today. Customer does not have remote access; no rss gateway accessible in rss. Customer thinks he has had a rack error during that period; will suggest a replacement rack prior to log review to save time with dispatch. Customer unable to collect log file as he has no usb. Customer said in the past they have had to dispatch fse to collect log files. Customer is listed as t&m. Vials affected (for blood culture only)?y, 15 fp, customer subcultured."

Event description:
It was reported that while using instrument bottom bactec fx packaged 15 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reports 15 false positives since this weekend from drawer d steps taken with customer/troubleshooting: customer has had 15 false positives since this weekend, 5 today. Customer does not have remote access; no rss gateway accessible in rss. Customer thinks he has had a rack error during that period; will suggest a replacement rack prior to log review to save time with dispatch. Customer unable to collect log file as he has no usb. Customer said in the past they have had to dispatch fse to collect log files. Customer is listed as t&m. Vials affected (for blood culture only)?y, 15 fp, customer subcultured."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.